Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius mexico that a 2008k2 machine had the ignition switch which was burned out. There was no patient involvement or patient harm reported. Upon follow-up response received 10/31/2022, the ignition switch was burnt out and the power switch was found to be damaged. There were no components reported to be charred, blackened, melted, or was there any report of any burn smell, smoke, and no sparks or flame was reported. The source was cleaned, the switch and fuses were replaced and a rinse was performed. The source was cleaned, the switch and fuses were replaced and a rinse was performed., and the machine was repaired and returned to service. No parts are available to be returned.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A customer reported to fresenius mexico that a 2008k2 machine had the ignition switch which was burned out. There was no patient involvement or patient harm reported. Upon follow-up response received 10/31/2022, the ignition switch was burnt out and the power switch was found to be damaged. There were no components reported to be charred, blackened, melted, or was there any report of any burn smell, smoke, and no sparks or flame was reported. The source was cleaned, the switch and fuses were replaced and a rinse was performed. The source was cleaned, the switch and fuses were replaced and a rinse was performed., and the machine was repaired and returned to service. No parts are available to be returned.